Event description:
It was reported that the device delivered inadequate antitachycardia pacing and high voltage defibrillation therapy for ventricular fibrillation therapy. The arrhythmia was terminated by an external defibrillator. No malfunction was alleged against the device. Additionally, the device was reprogrammed to resolve the event and the patient was in stable condition.